Event description:
It was reported that the patient is experiencing bleeding in their brain. It was noted that the patient experienced episodes of unconsciousness for hours approximately 8 months after their implant procedure. The patient also experienced symptoms of bruising on their back, swelling, fatigue, headache, and other side effects. The patient outcome is currently unknown.